Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited premature battery depletion. The battery status noted six months of longevity remaining. It was noted the left ventricular output was high. A follow-up was scheduled for further troubleshooting. The troubleshooting was performed, but the remaining longevity did not change from five months. The patient was sent home and will be followed again in a few months. No adverse patient effects were reported.